Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.